Event description:
Follow up information identified the patient¿s original ipg was left in place to avoid any risk of infection at the ipg site. The physician opted to implant a second ipg for the second lead during the revision on (B)(6) 2019. Postoperatively, the patient has retained good motor symptom control on the right side, resolving the original issue.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced poor motor symptom control on the right side. To address the issue, the physician explanted the patient¿s left lead and replaced it with a new model and connected it to a new ipg that was implanted during this surgery. The patient¿s right lead remains connected to the original ipg. Intraoperatively, effective therapy was achieved.